Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00438 on 06-nov-2020. Additional information (11-nov-2020): siemens reviewed the information provided and instrument data, and no issues were noted with the reagent or instrument. The data shows the test results in question were processed out of the same reagent pack and well as the correct results, so the reported event is not related to a reagent issue. No other samples were affected. A review of calcium (ca) quality controls (qc) shows consistent recovery within a 2sd peer range and further supporting the issue is not related to a reagent issue. The cause of a falsely depressed calcium (ca) result is unknown. The potential cause is due to a sample specific issues such as sample handling and sample integrity. The customer continued to run samples on the analyzer and has not reported a recurrence of the issue. The customer is fully operational, and the instrument is working as expected. No further evaluation of the device was required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that quality controls (qc) were within the acceptable range. The customer noted that a new process was implemented for operators to respin samples after thawing. Siemens is investigating the event.

Event description:
The customer obtained a discordant falsely depressed calcium (ca) result on an atellica ch 930 analyzer. The customer informs that one patient sample was spun and poured into separate tubes. The first tube was maintained at room temperature, and the second kept frozen. The customer performed testing on the first tube and did not report the result (10.7 mg/dl). The customer thawed the second tube and performed testing. The customer obtained a lower result (6.0 mg/dl) and reported to the physician(s). The customer respun the thawed sample tube and performed repeat testing on the same instrument. The customer noted the repeat result was higher (9.0 mg/dl). The customer issued a corrected report and reported 10.7 mg/dl as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium (ca) results.